Manufacturer narrative:
Upon receipt, the lead was found capped approx. 41 cm proximal to the lead tip. The proximal part including df4 connector pin was not returned. The analysis showed multiple abrasion marks along the lead fragment. In particular in the area near to the lead tip the insulation was found rubbed through which is assumed to be the root cause of the reported oversensing. Based on the characteristics of the damages mentioned above, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant ingrowth of the lead which may have affected the leads motion should be taken into consideration. Diagnostic images clarifying this assumption, were not available. Further damages such as a deformed shock coil and cuts in the insulation happened most likely during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 49 months, oversensing on the ventricular channel was reported.